Event description:
Pt developed a skin rash after applying a tens unit electrode adhesive contact patch. Pt developed a rash/irritation after applying electrode/adhesive. This is documented on packaging as a possible reaction. Pt demands reporting of this event. Date of use: as needed, (B)(6) 2013 - (B)(6) 2013. Reason for use: chronic pain. Event abated after use stopped: yes.